Event description:
Stapler proximate 35 was used to staple the drapes to the blue towel. The stapler misfired several times. Five staples slipped out of item onto sterile field. All loose staples retrieved and discarded.